Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that the device was cleaned regularly per the instruction for use and that it was located inside the operating theatre during use with the fan opposite to the patient and at an estimated distance of about 2 meters from the surgery field. Furthermore, through follow-up communication livanova deutschland learned that the hospital was user of reusable blankets until (B)(6)2019 which may be the source of contamination.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera and mycobacterium spp. There is no known patient involvement.